Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom, air limit exceeds error, was not reproduced but clarified during evaluation as a constant air-in-line alarm. The air in line alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on ultrasonic sensor flex. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed an air limit exceeds error. It was also reported there was no patient involvement.